Event description:
It was reported that; 9 mm unilif bone inserted. When surgeon removed inserter on of the prongs had broken off. 2 minutes surgical delay reported.

Event description:
It was reported that; 9 mm unilif bone inserted. When surgeon removed inserter on of the prongs had broken off. 2 minutes surgical delay reported.

Manufacturer narrative:
Method: device not returned. Results: no lot # was provided, so a manufacturing record review could not be performed. Device not returned. Conclusion: the plausible root cause of the reported event is multifactorial.